Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the shunt sensor was leaking blood. This event occurred during a pediatric case and terumo considers any blood loss during a pediatric case a serious injury.   *there was a minimal blood loss, *product was not changed out, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 16, 2018. (B)(4). The returned sample was visually inspected and a dried blood was noted upon receipt. The sparger assembly and white cap were not returned with the sample. The returned sample was then leak tested (as received) by connecting the calibrated manometer, submerged into a water bath and pressurized up to 1030mmhg, and no leaks were noted. The no leak is most likely attributed to the dried blood within the sensor body and connection threads to the large blue cap. The shunt sensor was then soaked in a di water for 24 hours. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was leak tested on a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and no anomalies noted. It was also leak tested up to 1033mmhg, and no leaks were noted. The root cause for this event was determined to be the large blue vent cap for shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing leaks from each cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.